Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 51.2 ng/l the repeat results were 30.1 ng/l and 11.0 ng/l. The sample was recentrifuged and aliquoted then repeated with a result of 9.0 ng/l. This result was believed to be correct based on the clinical picture.